Event description:
The patient reported that the new implantable neurostimulator had not worked and had not helped with her symptoms since implant. It was indicated that the patient could feel stimulation when increased, but after five minutes, they stopped feeling stimulation. It was noted that the patient tried two sets of four programs. There were no traumas or falls related to this issue. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.